Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A shepherd guide wire was being used to access the anterior tibial artery through a pedal retrograde approach to advance past a chronic total occlusion (cto) when the tip of the shepherd wire was dislodged and fractured in the cto. The fractured tip was stuck in the adventitia layer of the artery. An additional surgery was performed to snare the broken tip of the wire. The patient was in stable condition and had good flow of the treated vessel.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A shepherd guide wire was being used to access the anterior tibial artery through a pedal retrograde approach to advance past a chronic total occlusion (cto) when the tip of the shepherd wire was dislodged and fractured in the cto. The fractured tip was stuck in the adventitia layer of the artery. An additional surgery was performed to snare the broken tip of the wire. The patient was in stable condition and had good flow of the treated vessel.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
A shepherd guide wire was being used to access the anterior tibial artery through a pedal retrograde approach to advance past a chronic total occlusion (cto) when the tip of the shepherd wire was dislodged and fractured in the cto. The fractured tip was stuck in the adventitia layer of the artery. An additional surgery was performed to snare the broken tip of the wire. The patient was in stable condition and had good flow of the treated vessel.